Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pressure dome membrane leak, and this reportable malfunction is only associated with the kit. A batch record review of kit lot e217 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e217 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, alarm #52: collect line air detected and pressure dome membrane leak. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that an alarm #52: collect line air detected alarm occurred right at the beginning of the purging air phase of a single needle mode treatment. The customer stated that air was visible in the collect line, however they did not know where the air came from. The customer reported that they tried to pull the air out of the collect line using a syringe attached to the needle free port on the line. The customer stated that they then flushed the line using the same needle free port. The customer reported that after flushing the line, the return pressure dome popped off of its sensor and caused a pressure dome membrane leak. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was not affected and was in stable condition. The customer verified that they could start a new treatment after cleaning the sensor. The kit was not returned for investigation as it was already discarded.